Manufacturer narrative:
Product analysis : analysis confirmed programmer turns itself off after being on for 10 minutes or so. Replaced power supply with salvaged material. Broken latch tab on power cord door. Replaced power cord bay. Bezel is cracked however it is functional. Replacement bezels are in very short supply so it will not be replaced since it is functional. All salvaged material was visually inspected and functionally tested. Reconfigured hard drive, reloaded and updated software. Passed all final functional and systems tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the issue had occurred during a surgery. The programmer was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer turned off during interrogation of a device. Tried another power cord and plug, however, the unit came on and shut down during interrogation. A different programmer was used. The programmer remains in use. No patient complications have been reported as a result of this event.